Event description:
It was reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Customer also reported that customer received an e-21 alarm. Troubleshooting was performed and pump programming and function appeared to be normal.